Event description:
Boston scientific crm received information that this device was eroding through the pt's skin. The device and leads were removed and not replaced. The physician thought the pt was pushing on the device. To date, no further adverse pt effects were reported. This device has not been returned. Dates were provided to us by boston scientific.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.